Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse checked the logs and did not find any error codes that would cause any issues. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit goes into standby mode on its own. The circumstance of the event and patient involvement is unknown however there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit goes into standby mode on its own. There was no patient harm reported.